Manufacturer narrative:
The insulin pump had blank display due to corroded electronics assembly. Analysis was unable to test for button error or weak battery alarms due to blank display. The insulin pump had cracked belt clip slot, battery tube threads, scratched reservoir tube window and lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 54 mg/dl. Troubleshooting was not performed. The device was returned for analysis.